Event description:
It was reported that the pump was over infusing. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation: returned device was received with damaged lens. Corroded battery compartment. No evidence of reported problem in event log was found. During the evaluation of the device, accuracy test was performed and the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.